Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were high impedances on right contacts 8 and 11. The report showed monopolar contact 8 - 28.396, 11 - x high, bipolar pairs 8/9 - 33,922, 8/10 - 34,614, and contacts 8/11, 9/11, 10/11 - x high. The contact points which stimulation was carried out were shown as "in-range" but almost identical monopolar values (contact 9 - 963 and 10 - 953). Technical services suspected that a short circuit may also be present but is masked by the high impedance value at the other contact points.

Manufacturer narrative:
Additional review indicates this information was already reported in manufacturer¿s report # 3004209178-2024-19065. Any additional information regarding the event will be submitted as a supplemental submission to that report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.